Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during endoscopic mucosal resection (emr) of the colon procedure performed on (B)(6) 2025. During the procedure, after tightening the snare around the lesion, energization could not be initiated as expected. During multiple attempts to re-snare, it was discovered that the connection to the active cord had loosened. Eventually, although the output remained weak, energization was successfully achieved, allowing for complete resection of the lesion. However, it was later found that the internal wire within the handle had detached, rendering the snare wire inoperable, it could no longer be opened or closed. The procedure was completed with the original device. There were no patient complications reported as result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of the cautery pin unable to deliver energy. Imdrf device code a0501 captures the reportable event of the cautery pin detached. Block h11: investigation result. The returned captivator-snares was analyzed, and a visual evaluation noted that the handle cannula and cautery pin were detached. The cautery pin was not damaged. The device was checked under magnification and found that the handle cannula had the manufacturing crimping and the torque marks. Additionally, due to the condition of the device the functional, continuity and the electrical test could not be performed. No other problems with the device were noted. The reported event of device failure to deliver energy, handle cannula detachment of device or device component, loop failure to extend, loop retraction problem and cautery pin detachment of device or device component were confirmed. It was found that the handle cannula and cautery pin were detached. Also, the device was checked under magnification and found that the handle cannula had the manufacturing crimping and the torque marks. Additionally, due to the condition of the device the functional, continuity and the electrical test could not be performed. These reported failures likely occurred due to the manner in which the device was handled and manipulated. Excessive manipulation of the device could have induced the defects found. Based on all gathered information, the most probable root cause assigned is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used during endoscopic mucosal resection (emr) of the colon procedure performed on (B)(6) 2025. During the procedure, after tightening the snare around the lesion, energization could not be initiated as expected. During multiple attempts to re-snare, it was discovered that the connection to the active cord had loosened. Eventually, although the output remained weak, energization was successfully achieved, allowing for complete resection of the lesion. However, it was later found that the internal wire within the handle had detached, rendering the snare wire inoperable, it could no longer be opened or closed. The procedure was completed with the original device. There were no patient complications reported as result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of the cautery pin unable to deliver energy. Imdrf device code a0501 captures the reportable event of the cautery pin detached.